Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold was observed. When repositioning was unsuccessful, the lead was explanted and replaced. The patient is doing well and will continue to be monitored with routine follow-up.